Manufacturer narrative:
Device received with operational currents within specification and passed self test and displacement test. Pump trace download analysis confirmed the insulin pump alarmed power error 25, power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error 25, power loss alarm, replace battery alert and replace battery now alarm due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the insulin pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their pump is receiving a replace battery now alarm. The customer¿s blood glucose was unknown. During troubleshooting for replace battery now alarm, they stated that they did not receive a low battery alert prior and that the batteries were not previously used. The customer stated that this is the second occurrence of the replace battery now without a low battery warning. They were advised that insulin pump would need to be replaced. The insulin pump will be returning for analysis.